Event description:
It was reported that the reservoir of a small volume folfusor burst. This occurred while filling the device with fluorouracil and sodium folinate. There was no patient involvement. No additional information is available. This is report 2 of 2

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.